Event description:
Patient underwent an acdf at c3-4 and c4-5 and was implanted with a vectra I plate and 3 4.0mm self retaining screws on (B)(6) 2011. Post-op, patient fell in the shower and felt pain in neck and left arm. An MRI revealed that the plate had partially pulled away from c3 body and the spacer was displaced posteriorly. The construct was explanted on (B)(6) 2012 and patient was revised to another plate at c6-c3. This is the 4th of 4 reports submitted on this event.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided.